Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Event reported via voluntary medwatch: mw5150693. It was reported that a polar fit catheter was selected for use. When a septal puncture was performed with radio frequency needle. The patient experienced diaphragmatic nerve palsy and first-degree atrioventricular block. There was diaphragmatic nerve palsy during right superior pulmonary vein cooling. Contact force monitoring methods includes real time graph; dashboard; vector; visitag. Coloring setting of visitag - tag index. Additional filter for visitag - fot. There were no issues with the device. No abnormalities were observed prior and during use of the product. It is unknown how the issue was resolved. The catheter is not expected to return.